Manufacturer narrative:
The report of an over infusion was confirmed in the pcu event log. The pcu (s/n (B)(4) event log shows that syringe module (s/n (B)(4) was programmed to infuse a basic infusion at 7:01 pm on (B)(6) 2020 using a 20 ml monoject syringe with 19.9854 ml having been detected. The user entered 2.3 ml/hr for the rate and then entered 30 minutes for the duration, which changed the rate to 40 ml/hr instead of the intended 2.3 ml/hr. The device was being used for treatment. The syringe module was not returned for investigation and was not requested. After the fact, as the event was related to programming and not a product malfunction. The hmb nursery ¿ neonat profile only has one selection for immune glob (ivig). Immune glob (ivig) was available in the customer dataset in several profiles and does offer guardrails protection. The root cause of the reported over infusion was determined to be user programming. Device history: review of the pcu (s/n (B)(4) service history record showed that the device was manufactured on 12 july 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date of 16 july 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the pump was programmed to deliver intravenous immune globulin (ivig) over two hours. However, the entire dose was delivered in 30 minutes. The medication was initially ordered as a bolus of 2.3ml to be infused over 30 minutes, while the remainder volume of 17.38ml was ordered to infuse over 1.5 hours. The baby required additional monitoring due to potential complications from the medication. It was later noted that there were no complications, no known permanent harm, and the baby was fine. The event occurred in the neonatal intensive care unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests.